Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Upon review of the lot history records, nonconformances were discovered relating to device malfunction. Mentor will address these nonconformances within the quality system. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. FDA correction/ removal reporting no.: 3005423519-10/12/2021-001-r. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast reconstruction revision surgery with implantation of a 375cc mentor smooth round moderate plus profile saline breast implant prosthesis. Post-operatively, the patient observed her left breast was painful and seemed to have lost volume as it appeared to have changed in size and shape. She suspects there is a deflation of the left implant. A consultation with a medical professional has been conducted. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On may 16, 2022, mentor became aware a discrepancy was reported. The date of implantation was reported as (B)(6) 2021 (a date of implantation that was provided), however the reported manufacturing date was reported as 04/01/2021 which occurred after the implantation date. This is not possible. On may 24, 2022, mentor discovered the patient was implanted on (B)(6) 2021. The appropriate fields have been updated. Manufacturer¿s reference number: (B)(4).